Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device didn't boot up normally. The customer removed and reinserted the battery resolving the reported issue. The fse then evaluated the device on site and the device was working normally. The fse determined the battery may possibly be defective based on the removal and reinserting of the battery having resolved the issue. However, since the device has reached end of life (eol), no service could be completed on the unit and the reported issue could not be confirmed. The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.